Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be file.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex esophageal fully covered stent was implanted to treat a benign stricture in the esophagus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was dilated to 15mm prior to stent placement. During a routine follow-up, on (B)(6) 2021, the patient reported that she felt that the stent slide down. Barium swallow test was performed and it was confirmed that the stent migrated. The stent was removed from the patient using rat tooth forceps. Reportedly, no other stent was implanted and the stricture had not resolved at the time of migration. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.